Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; non-implantable device updated data: b5. Added second paragraph. H6. H11. System reported dcs. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician and calcification. Following the implant of a transcatheter valve, the valve dislodged. Subsequently, a non-medtronic valve was implanted. It was noted a 30 minute procedural delay occurred in result of the event. Per the physician, the depth of implant contributed to the dislodge. Additional information was received indicating that the valve was at a depth of approximately 2 mm at 80% deployment. After deployment, the valve dislodged to 0 mm. As the delivery catheter system nose cone was withdrawn from the ventricle, the valve dislodged aortic to an unknown depth. The withdrawal of the dcs contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician and calcification. Following the implant of a transcatheter valve, the valve dislodged. Subsequently, a non-medtronic (sapien) valve was implanted. It was noted a 30 minute procedural delay occurred in result of the event. Per the physician, the depth of implant contributed to the dislodge.